Event description:
While resident being wheeled in shower chair front right upper tubular t-bar cracked. This caused tub cross bar to pull out causing resident to fall forward hitting side of head. This caused a laceration to left ear which required a visit to the hospital e.r. And sutures. Resident was being wheeled by nurses aide.